Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. An invasive revision procedure was performed. During the procedure, it was reported that the device was to be explanted. Additional information was sought from the local area sales representative, however no information was available.